Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. Manufacturer's investigation conclusion: the reported event of replace backup battery alarms on the heartmate 3 system controller (B)(6) was unable to be confirmed. Submitted log files revealed routine events in regard to the backup battery or the system controller. The product was not returned for testing. Provided information revealed that the system controller was replaced on (B)(6) 2025 which resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025 the patient's backup battery (ebb) displayed 7 months remaining, however on (B)(6) 2025 the ebb displayed expired and a replace ebb alarm occurred. The patient had been hospitalized since (B)(6) 2025, and the power supply was stable. No special tests were done other than a gastroscopy and a breast ultrasound. Log files were submitted for review and captured low flow events on 04mar2025 and 05mar2025. The log did not display any ebb fault alarms as there may have been overwritten. It was additionally reported on (B)(6) 2025 that the patient's system controller was replaced which resolved the alarm.